Manufacturer narrative:
Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the audiologist, the patient experienced a loss of osseointegration resulting in fixure loss. It is unknown if there are plans to reimplant the patient with a new device.